Event description:
It was reported that after undergoing the intercept procedure to treat the l3-4 lumbar vertebrae, the patient experienced postoperative pain and compression fractures at l3-4 lumbar vertebrae. The patient did not have any compression fractures prior to the intracept procedure. Since the patient experienced worsened low back pain post-procedure, imaging was performed and revealed the patient had compression fractures. The patient was treated with a kyphoplasty and the patient received immediate relief. Additional information was received that the patient had osteopenia. The patient had no known vertebral compression fractures. The vertebral bone had compression but no acuity to it.

Manufacturer narrative:
This report is being submitted to correct the model number, lot number, catalog number fields (d4) in section d, suspect medical device.

Event description:
It was reported that after undergoing the intracept procedure to treat the l3-4 lumbar vertebrae, the patient experienced postoperative pain and compression fractures at l3-4 lumbar vertebrae. The patient did not have any compression fractures prior to the intracept procedure. Since the patient experienced worsened low back pain post-procedure, imaging was performed and revealed the patient had compression fractures. The patient was treated with a kyphoplasty and the patient received immediate relief. Additional information was received that the patient had osteopenia. The patient had no known vertebral compression fractures. The vertebral bone had compression but no acuity to it.

Event description:
It was reported that after undergoing the intracept procedure to treat the l3-4 lumbar vertebrae, the patient experienced postoperative pain and compression fractures at l3-4 lumbar vertebrae. The patient did not have any compression fractures prior to the intracept procedure. Since the patient experienced worsened low back pain post-procedure, imaging was performed and revealed the patient had compression fractures. The patient was treated with a kyphoplasty and the patient received immediate relief.

Event description:
It was reported that after undergoing the intracept procedure to treat the l3-4 lumbar vertebrae, the patient experienced postoperative pain and compression fractures at l3-4 lumbar vertebrae. The patient did not have any compression fractures prior to the intracept procedure. Since the patient experienced worsened low back pain post-procedure, imaging was performed and revealed the patient had compression fractures. The patient was treated with a kyphoplasty and the patient received immediate relief. Additional information was received that the patient had osteopenia. The patient had no known vertebral compression fractures. The vertebral bone had compression but no acuity to it.

Event description:
It was reported that after undergoing the intracept procedure to treat the l3-4 lumbar vertebrae, the patient experienced postoperative pain and compression fractures at l3-4 lumbar vertebrae. The patient did not have any compression fractures prior to the intracept procedure. Since the patient experienced worsened low back pain post-procedure, imaging was performed and revealed the patient had compression fractures. The patient was treated with a kyphoplasty and the patient received immediate relief. Additional information was received that the patient had osteopenia. The patient had no known vertebral compression fractures. The physician assessed that the vertebral bone had compression but no acuity to it.